Event description:
During preparation of the intravascular ultrasound (ivus) catheter outside the patient for use in a percutaneous transluminal angioplasty (pta) procedure of a 100% stenosed lesion with calcification and moderate tortuosity in the left superficial femoral artery (sfa), an 0.018" guide wire was unable to be inserted into the ivus catheter. A new catheter was prepped and the case proceeded. Upon inspection of the returned device by the manufacturer, it was noted that the distal tip of the catheter was broken off approximately .5mm long and had not been received with the device. The tip was disposed by the user facility. The user had not indicated they had experienced or observed any breakage of the ivus catheter during preparation. The device was never inserted into the patient; therefore, the tip separation was outside the patient when it occurred. It is unknown when and how the break occurred, however, based on the observation of the returned ivus catheter, the manufacturer is reporting a malfunction for the tip break.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for tip detachment were found in this lot. Visual inspection of the returned catheter revealed the distal tip assembly was broken off and missing approximately .5cm. The detachment site showed stretched areas. The guidewire exit port was lifted. Fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Image characterization testing revealed a good square image appeared in the system and the product performed within specification. The review of the device labeling could not determine if the catheter was used against the labeling and/or directions for use. Follow up responses received noted a 0.018 inch guidewire was used. Per the device dfu, the recommended guidewire size for this device should have a maximum diameter of 0.014 inch (0.36 mm). While this is the case, it cannot be definitively determined if the use of the 0.018 guidewire lead to the reported or observed issues. A root cause of undeterminable was assigned based on the information and observed damage.

Event description:
During preparation of the intravascular ultrasound (ivus) catheter outside the patient for use in a percutaneous transluminal angioplasty (pta) procedure of a 100% stenosed lesion with calcification and moderate tortuosity in the left superficial femoral artery (sfa), an 0.018" guide wire was unable to be inserted into the ivus catheter. A new catheter was prepped and the case proceeded. Upon inspection of the returned device by the manufacturer, it was noted that the distal tip of the catheter was broken off approximately .5mm long and had not been received with the device. The tip was disposed by the user facility. The user had not indicated they had experienced or observed any breakage of the ivus catheter during preparation. The device was never inserted into the patient; therefore, the tip separation was outside the patient when it occurred. It is unknown when and how the break occurred, however, based on the observation of the returned ivus catheter, the manufacturer is reporting a malfunction for the tip break.